Manufacturer narrative:
The device was received for evaluation. During visual examination, the cord is frayed exposing the ground braid and insulated wires, but no internal conductors were exposed. The reported condition was verified. Due to the nature of the returned sample, no further testing could be performed. The cause of the condition could not be determined. To resolve the condition, the scale cable assembly will be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable (load cell module) of an exacta mix automated compounding device were damaged. It was further reported that the load cell wires were exposed. This issue was noted during programming/setup. There was no patient involvement. No additional information is available.